Event description:
A customer reported receiving imprecise readings on her freestyle blood glucose meter. The customer reported obtaining the readings of 400 mg/dl and 100 mg/dl. When plotting the readings against the average on a parkes error grid, a result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.